Event description:
Initial reporter indicated that a system diagnostics test on a patient's device resulted in high lead impedance, indicating a possible lead malfunction. X-rays reviewed by manufacturer revealed lead pin not fully inserted. Revision surgery is likely.

Manufacturer narrative:
Review of x-rays by the manufacturer revealed lead pin not fully inserted. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.